Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the lead was repositioned and the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Reference MFR report: 627487-2019-06532. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on multiple contacts. Surgical intervention is pending to address the issue.